Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. The patient reported blood glucose results of ¿436 mg/dl¿ with a lifescan meter and ¿291 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the reported results did not meet lifescans accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.